Event description:
It was reported that the dilator would not fit through the introducer. The customer tried to put the dilator through the introducer and it is was too tight and would not fit. When the physician examined the endoplege introducer he noticed that the valve was opened and decided not to use the device. Rep was in case. Product was not used on patient. This occurred during prep. The ep was used and was not saved.

Manufacturer narrative:
Evaluation results: the introducer used with the endoplege catheter was returned and evaluated by engineering in edwards (B)(4). The introducer is manufactured in edwards (B)(4) and sent to (B)(4) to be kitted with the ep. (B)(4) verified that two possible introducer lot numbers (58870107 and 58881381) may have been used with the ep lot. Device history record reviews performed for the introducers lots and indicated that there were no non conformances associated with these lots. Also, a device history record review was performed for the ep lot and this device passed all inspections with no nonconformances. The cap of the introducer was removed to examine the stainless steel rings and the silicone valve. The stainless were in the correct orientation and there was no sign of damage observed on it under 30x - 45x magnification. However, the valve was not present between the two stainless rings. This valve had dislodged and was located in the introducer sheath distal to the sheath hub. The valve was examined under magnification to verify the presence of the slits on the valve. A cut was observed on the flange of the silicone valve. All the introducers are 100% leak tested on the manufacturing floor. During one of the leak tests, the dilator is placed in the introducer. It was confirmed that if the valve was not present the part would fail leak. A product risk assessment and CAPA (B)(4) were initiated to determine and address the root cause of valve dislodgement. A field correction action was initiated on (B)(4), 2010 as a result of the product risk assessment. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. CAPA (B)(4) has been initiated to determine and address the root cause of valve dislodgement.